Event description:
According to the reporter pre-operatively, upon checking the charging status of the powered handle, the power would not turn on from sleep mode with the red light on the charger. The powered stapler was replaced. The charger worked normally with other handles. There was no patient involvement. Medtronic's initial evaluation of the incident device found both battery cells to be vented.

Manufacturer narrative:
D10 concomitant products: sigsbchgr, sig power sigsbchgr one -bay charger (serial#:(B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.